Event description:
It was reported that the patient came to the emergency department after hearing an alert. The alert was triggered due to the device reaching recommended replacement time. A remote monitoring transmission indicated that the patient had received an inappropriate shock due to t-wave oversensing at least 6 months earlier. Reprogramming was noted to have been performed to turn all high voltage therapies off. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.